Event description:
The customer stated that she was taken to the hospital after being found in a coma by her husband. The customer did not provide further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.